Manufacturer narrative:
Monitor - 11/2007, battery pack - 9/2007, battery pack - 9/2007. Device eval summary: device evaluations of monitor and the two battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were found to be fully functional. The battery packs were restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and replacement battery packs.

Event description:
A male pt contacted lifecor customer support to report that his system would not power up. He stated that it was working until he changed the battery pack this morning. Support sent the pt a replacement monitor and replacement battery packs.